Event description:
During a ptca procedure, some resistance was encountered while exchanging balloon catheters over the guidewire. Roughness was felt on the surface of the guidewire. No pt injuries or complications were reported.